Manufacturer narrative:
This is a final report. The reported medical event was related to a training issue. Therefore no product will be returned for investigation. Customer was educated that the light can only be engaged for either the display or the port, but not both at the same time. Customer was provided with a new meter with a larger display. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called customer service to request training in how to use the backlight on her adc blood glucose meter; specifically how to make the light work for both the display and the port at the same time. Customer further reported that on (B)(6) 2014, she attempted to test using her adc blood glucose meter but noted the backlight didn't stay on long enough and the screen was too small and because of this, she could not see the result on the display. Customer noted experiencing "dizziness, a headache and thirst". Paramedics were called and transported her to a local healthcare facility where she was diagnosed with hyperglycemia and treated with an unknown amount of insulin. There was no report of death or permanent injury associated with this event.